Event description:
Pt arrived to or in stretcher for ivc [inferior vena cava] filter removal. Pt was placed on a prevalon mat. Anesthesia md at head of table. X-ray tech assisting for transfer to table. Stretcher locked once in place with x-ray table and x-ray table locked. Prevalon mat started and initially functioning properly. Pt slowly transferred to table from stretcher with assistance of prevalon, this rn, and x-ray tech until the x-ray table moved away leaving a space between the stretcher and the table. The pt proceeded to slide off the prevalon matt between the 2 structures and fell to the floor landing on the left side. Pt remained awake, alert. Emergency light paged for help. Team to bedside. Pt was safely lifted to stretcher and trauma team to bedside to eval. Pt reported hitting her head and stated feeling some pain in her head and neck. C-collar placed, and c-spine precautions maintained. Pt had received no medications from the hospital at this point. CT [computed tomography] ordered and pt transported to CT with this rn, anesthesia and vascular md.